Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07237. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous vessel of the left main trunk (lmt) and extending to the proximal left anterior descending (lad) artery. After ablation was performed with a 1.5 rotablator¿ rotational atherectomy system, a 16 x 3.00 mm promus premier¿ drug eluting stent was deployed to treat the lesion. However, intravascular ultrasound (ivus) showed that the stent was not fully deployed against the vessel wall. Thus, the physician performed post dilatation using the 15mm x 3.00mm nc quantum apex¿ balloon catheter, however, the balloon ruptured at 20 atmospheres for 30 seconds. The procedure was completed with a 15mm x 3.25 mm nc quantum apex¿ balloon catheter and ivus confirmed that the stent was fully deployed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was dried blood and contrast in the inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 3.5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07237. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous vessel of the left main trunk (lmt) and extending to the proximal left anterior descending (lad) artery. After ablation was performed with a 1.5 rotablator¿ rotational atherectomy system, a 16 x 3.00 mm promus premier¿ drug eluting stent was deployed to treat the lesion. However, intravascular ultrasound (ivus) showed that the stent was not fully deployed against the vessel wall. Thus, the physician performed post dilatation using the 15mm x 3.00mm nc quantum apex¿ balloon catheter, however, the balloon ruptured at 20 atmospheres for 30 seconds. The procedure was completed with a 15mm x 3.25 mm nc quantum apex¿ balloon catheter and ivus confirmed that the stent was fully deployed. No patient complications were reported and patient's status was good.